Event description:
Procedure: bariatric procedure. According to the rptr: staples did not form properly. There was fluid leakage. Another device was applied for resection of add'l tissue. The case was extended by approx 40 minutes.

Manufacturer narrative:
(B)(4)